Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed a pump stop due to a no external power event followed by full depletion of the backup battery. The system controller event log file events from (B)(6) 2025 until the controller clock was reset to the default timestamp. The file captured the 14-volt batteries being depleted on (B)(6) 2025. The controller backup battery powered the system until it also depleted, and the pump stopped on (B)(6) 2025. The cause of the backup battery depletion cannot be conclusively determined, as it is unknown if the patient was in a condition to respond to the controller alarms leading up to the pump stop. The pump remained off for an unknown amount of time. And restarted after the system controller was re-connected to external battery power and the timeclock had subsequently reset to the default timestamp of 01jan2000 at 00:00:00. The pump then ramped up to the set speed without issue; however, flow appeared to struggle to remain above the low flow alarm threshold of 2.5 liters per minute (lpm), ranging between 0.2 ¿ 2.5 lpm from the default timestamps of 00:00:05 ¿ 00:46:24 on 01jan2000, resulting in several low flow alarms. At 00:46:14 no external power alarms was active again consistent with full depletion of the external batteries and internal backup batteries, resulting in another pump stop at 00:46:24 on (B)(6) 2000. The pump remained disconnected for the remainder of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed outside the pump stops. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D and the heartmate 3 lvas patient handbook rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found down at home with 2 dead batteries. The patient had a cardiac arrest and passed away. Log file review was requested which revealed low power hazards at 13:38:42. The alarm progressed to no external power at 14:41:12. The pump turned off at 16:57:20 due to depletion of the emergency backup battery (ebb). The pump was later powered back on when fresh batteries were connected, however the time of this even is not known as the system controller clock became corrupt due to the loss of power.